Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect b12 result on a patient. Results provided: (B)(6) 2021, sid (B)(6)= 364 pg/ml< repeated on (B)(6) 2021 = 274 pg/ml (both results using lot# 23108ui00). Normal range: 345-1485 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect b12 result on a patient. Results provided: (B)(6) 2021, sid (B)(6)= 364 pg/ml< repeated on (B)(6) 2021 = 274 pg/ml (both results using lot# 23108ui00). Normal range: 345-1485 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00047-01. All further information will be documented under MDR number 3016438761-2022-00047-01.